Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) -incomplete. The expiration date is currently unavailable.

Event description:
During arthroscopy burr got stuck and could not be used anymore.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was not returned by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported that the device could not be used anymore. Possibly jammed during use. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A device history record review was performed which indicated that there was a non-conformance related to the reported malfunction. All the issues identified were resolved prior to product release. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).